Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 11:00 am the result from the meter was 1.8 inr. At 11:30 am the result from the laboratory was 2.4 inr. There was no adverse event. The laboratory result was believed to be correct. The customer's condition was "great". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The qc was acceptable. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer test strips were measured with the returned meter with liquid qc of a high level. Qc 1: 3.0 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.